Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) with high impedance on the high voltage rv coil. The lead was suspect of a fracture. The lead was attempted to be replaced but the physician could not gain venous access due to an obstructed vein. The lead remains in use. It was further reported that during lead revision, the superior vena cava (svc) pin plug on the implantable cardioverter defibrillator (ICD) came out of the device header block and was found inside the pocket. The device and pin plug was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.